Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple of days ago. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was experiencing extreme back pain and ipg site pain. The patient underwent an explant procedure and was doing well postoperatively. All device components were removed and will not be returned per facility policy.